Manufacturer narrative:
(B)(4). Date sent: 2/20/2025. D4 batch#: unk. #mw5165696. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What was the surgical procedure? What anatomical structure/vessel was the device being used on when the bleeding occurred? What was the approximate compressed width of the vessel that the device was used on? Can more detail be provided on the malfunction of device? What was the approximate amount of blood loss? What blood products were administered? How was the bleeding addressed? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Is there a recording available of the procedure? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, #mw5165696, a patient had scheduled procedure for left video assisted thoracic surgery with wedge resection, possible thoracotomy with lobectomy, left thoracic node dissection. Surgeon noted malfunction with stapler device, excessive bleeding occurred, and patient exsanguinated in the operating room. Device is available for return.

Manufacturer narrative:
(B)(4). H1: not reportable. Upon review of the additional information provided, it was concluded that this event is a duplicate of the event reported under (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. H1: death. Additional information was requested and the following was obtained: what were the indications for surgery? Pet positive nodule, left upper lobe. Lobectomy. Post diagnosis was cancer. What was the surgical procedure? Left video assisted thoracic surgery with wedge resection possible thoracotomy with lobectomy thoracic node dissection. What anatomical structure/vessel was the device being used on when the bleeding occurred? Most superior branch of the pulmonary artery. What was the approximate compressed width of the vessel that the device was used on? About 1cm. Can more detail be provided on the malfunction of device? Put the stapler on, proximal to the other stapler, clamped down, fired, but when released the pulmonary artery started to massively bleed. What was the approximate amount of blood loss? Over 3 liters (from op note); total blood loss. What blood products were administered? 5 units of prbcs and 1 unit of platelets how was the bleeding addressed? Apply direct pressure. Packed with packing and still continued to bleed around it. What is the surgeon¿s experience with the pvs device? Using device for over 10 years. Newer model, but is very well experienced with equipment. What was the approximate width of the compressed vessel? About 1cm. Did the surgeon wait 15 seconds prior to firing? Yes, surgeon acknowledged that he waited at least 15 seconds. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? No tissue distal were any surgical clips used in the area of the device firing? No surgical clips in the area. Were there any difficulties with the device or staple formation during the initial procedure? The device had fired on 3 prior staples lines as normal. How was the post-op bleeding identified? Massive bleeding from main pa. How many days postoperative was the bleeding identified? N/a. What was the total estimated blood loss (ml)? Over 3 liters (from op note); total blood loss. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? N/a. Was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-existing patient conditions? Elderly, age, frail tissues. Is there a recording available of the procedure? No. What is the patient¿s current status? Expired.